Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, the clave port separated from the semi-rigid adapter of the secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This reported represents all the info known by the rptr upon query by hospira personnel.